Event description:
New information was received during follow up on (B)(6) 2018 indicating the capture threshold and pacing lead impedance (pli) increased further. The pli upper limit was increased and no further action was taken. The patient was stable and will be monitored.

Event description:
Further information was received indicating the rv lead was capped and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pacing impedance was high and out of range. In addition, a loss of capture threshold was observed. No intervention was performed, the patient will be monitored and was stable.